Event description:
Hospital changed from alaris smartsite intravenous injection cap to alaris smartsite plus in 07/2005. Since that time the number of catheter related bloodstream infections doubled in comparison to jan-june 2005. Rptr also noted an increase in polymicrobic infections related to catheter related blood stream infections.